Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle revision. Right hip. Reason for revision: unknown. Doi: (B)(6) 2008 : dor: (B)(6) 2016 (right hip).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of medical records, it was reported that the patient was revised due to concerns of increasing metal ion levels. Clinical visit stated that x-ray shows somewhat proximal loosening of the stem and retroverted cup. However, only the head and liner were revised. There were no detailed operative notes provided. Operative findings reported some fluid and synovial reaction to dark green discoloration. Metal ion levels were below 7 ppb. Doi: (B)(6) 2008 : dor: (B)(6) 2016 (right hip).

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.